Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the proximal left anterior descending (plad) artery. The 3.50x15mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion for post dilatation. After the first inflation it was noted that that the balloon was deflating slowly. During further inflations it was noted that the indeflator pressure was not able to be held. The balloon was inflated 3 times to 14 atmospheres(atm) for 15 seconds, 12 seconds and then 20 seconds. Negative pressure was held for approximately 10 seconds to inflate the balloon. The bdc was removed from the patient. It was noted that there was possibly a hole in the balloon. Another nc trek bdc was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in procedure. No additional information was provided.